Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were intermittent undersensing on the right atrial (ra) lead that resulted in loss of ventricular tracking of intrinsic atrial events and inappropriate atrial pacing. It was also reported there was ra lead non capture. The lead remains in use. No patient complications have been reported as a result of this event.